Manufacturer narrative:
Evaluation results: one cadd solis vip pump was returned for investigation in good condition. There was no evidence of the reported product problem (failed flow test) in the event history log. A functional check was performed. The customer's reported problem regarding delivery accuracy was not replicated. Three separate delivery accuracy tests were performed; all of which were within the pump's delivery accuracy manufacturing specifications of +/-6%. No fault was found with pump. The device passed all function tests. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The pump's expulsor was replaced as a preventive measure. The problem source of the reported product problem was unknown. A root cause was not established.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that during bench-testing of this smiths medical cadd solis vip pump, the pump failed flow testing. Reported that there was no patient involvement.